Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-13012. The patient reported feeling stimulation at the pocket as well as in the occipital off-label region where the patient's normal pain pattern is. The patient has two implanted ipg's, the one on the left side has the pocket stimulation, however, it is undetermined which lot number has the issue, submitting report for both.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.